Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have had an emergency room visit on (B)(6) 2016 with blood glucose of 500 mg/dl. Customer's emergency room visit was due to high blood glucose. Customer was treated with manual injection. Customer was wearing insulin pump at the time of emergency room visit. When customer left the hospital and changed site, it was discovered that infusion set cannula was bent. Customer declined troubleshooting pump due to knowing that high blood glucose was due to a bent cannula. Customer was educated on cause and prevention of bent cannula.